Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a saline leak was experienced with a farawave pulsed field ablation catheter. During a procedure to treat persistent atrial fibrillation and considered off label use, on the third vein, saline flush was leaking from the distal end of the catheter handle. Additionally, the leak was a slow drip, and the sterile towels were noticed to be soaked by slow drip. No air was observed and there was no air seen in the patient. Subsequently the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported that a saline leak was experienced with a farawave pulsed field ablation catheter. During a procedure to treat persistent atrial fibrillation and considered off label use, on the third vein, saline flush was leaking from the distal end of the catheter handle. Additionally, the leak was a slow drip, and the sterile towels were noticed to be soaked by slow drip. No air was observed and there was no air seen in the patient. Subsequently the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis and investigation is still in progress.

Manufacturer narrative:
Correction to h6 device codes a2304 was added.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Microscopic inspection with uv light, it was able to observe that there was separation between the flush tubing and the luer. During the flush testing it was noticed that the device had a leak, therefore, the device was dissected, and it was revealed that the flush tubing was break from the luer causing the reported flushing issue.

Event description:
It was reported that a saline leak was experienced with a farawave pulsed field ablation catheter. During a procedure to treat persistent atrial fibrillation and considered off label use, on the third vein, saline flush was leaking from the distal end of the catheter handle. Additionally, the leak was a slow drip, and the sterile towels were noticed to be soaked by slow drip. No air was observed and there was no air seen in the patient. Subsequently the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.